Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that when the stem was opened, it was discovered that the stem had broken through the packaging, rendering the device unsterile.